Manufacturer narrative:
After the procedure, there was no abnormality on the endoscopic image using the otv-s190 connected to the subject otv-s7h-1d-l08e in the facility. The subject otv-s7h-1d-l08e and the otv-s190 were returned to olympus medical systems corp.(omsc) for the evaluation. Omsc performed the investigation using the following. The subject otv-s7h-1d-l08e. The otv-s190 owned by omsc. The oev261h owned by omsc. Omsc investigated the subject otv-s7h-1d-l08e, however this phenomenon was not reproduced and no abnormality found. Omsc checked the endoscopic image after omsc set the white balance. Omsc set the white balance after these devices were operated for 4 hours. Subsequently, omsc checked the endoscopic image. Omsc checked the endoscopic image while these devices were operated under the condition of 10 degrees c. Omsc checked the endoscopic image while these devices were operated under the condition of 40 degrees c. Omsc checked the endoscopic image while the impact was applied to the connecter in the subject otv-s7h-1d-l08e. Omsc checked the subject otv-s7h-1d-l08e and found the following. The cable of the subject otv-s7h-1d-l08e was damaged. There was the foreign material adhered to the connecter in the subject otv-s7h-1d-l08e. Omsc could not identify the root cause because this phenomenon was not reproduced. Based on these investigation results, omsc surmised this phenomenon might have been occurred by the following. There was a possibility that the disconnection of the cable of the subject otv-s7h-1d-l08e partly occurred because the cable of the subject otv-s7h-1d-l08e was damaged. The abnormality in the signal of the subject otv-s7h-1d-l08e occurred temporarily. Therefore this phenomenon occurred. The abnormality in the communication between the subject otv-s7h-1d-l08e and otv-s190 temporarily because there was the foreign material adhered to the connecter in the subject otv-s7h-1d-l08e. Therefore this phenomenon occurred. There was a possibility that the user set the white balance in the wrong way. This phenomenon occurred because the color balance was not set normally. Otv-s7h-1d-l08e instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject otv-s7h-1d-l08e and the otv-s190 were used for the urological procedure. The entire endoscopic image became yellowish during the procedure. The user performed the following, however the phenomenon was not solved. The user rebooted the otv-s190. The user set the white balance again. The user replaced the subject otv-s7h-1d-l08e with unspecified camera head. The user replaced the endoscopic system including the subject otv-s7h-1d-l08e and otv-s190 with another unspecified endoscopic system. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".